Event description:
Advocate stated her husband received a blood glucose reading of 103mg/dl on the breeze2. The lab result was 53mg/dl. No symptoms were mentioned. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.